Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10012. It was reported the patient underwent surgical intervention on (B)(6) 2014, due to one supraorbital (off label use) lead had migrated. The lead was repositioned back into place and the swift lock anchor was explanted and replaced. The patient received effective stimulation coverage post operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.